Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-06943. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. "Incidental main lamp failure" or "overload due to defective application of heat compound during lamp replacement (accelerated arrival of life)" has been determined to be potentially that the lamp lighting unit had failed accidentally, or that the lamp had reached the end of its service life earlier than normal use due to an abnormal load applied to the lamp due to insufficient heat compound wiping when the lamp was replaced. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Additional information provided by the reporter indicated that the xenon lamp was replaced and no other issues found. The reporter also confirmed that lamp is an olympus lamp but no other troubleshooting was performed because the reporter was not in front of the device. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that during a unknown procedure the main lamp on the clv-190 switched over to the spare lamp and the monitor went black. The reporter stated that the user reported to him that the whole screen went black, not just the scope image. It was reported that the user was able to turn the main lamp on but a few second later it turned off. The reporter stated that the user was able to complete the case and no injury was reported.